Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported through patient registry, approximately, 2 years and 4 months post valve deployment, the patient's 26mm sapien 3 valve was explanted and replaced with a 23mm surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2018-02500. Additional information was received stating that approximately, 2 years and 4 months post valve deployment, the patient's 26mm sapien 3 valve was explanted and replaced with a 23mm surgical valve. The cause of the explant was due to endocarditis.   Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve.  The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters.   Edwards lifesciences produces and provides sterile tissue bio prostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterility or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.   In this case, there was no allegation or indication of the implanted valve being the cause or source of the infection that lead to endocarditis.  Investigation results suggest/indicate the source of the infection could not be confirmed.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.    Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.